Event description:
The site reported the following: a white foreign object was found in the syringe when the operator opened the package.

Manufacturer narrative:
(B)(4) rec'd and examined the suspect syringe. The presence of a clear plastic particle resting on the plunger was confirmed. The particle measured approx 1mm x 0.5 mm and was similar in appearance to a fragment of the syringe barrel material. The particle was of a size that could travel down the fluid path and into a pt. .